Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. During testing, the handpiece would continue to run slowly after the trigger was released. Further investigation found the handpiece has the potential to run in safe mode, related to controller failure. A review of product history for the past 2 years interval found no other reported events for operation of this device in safe mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The handpiece was returned for evaluation with the report that it would not shut off. There was no injury or surgical delay associated with this event.